Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and drive support cap anomaly. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer reported that they had received motor error during priming. Customer reported that the drive support cap appears was flushing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.